Manufacturer narrative:
As no product ID and no manufacturing lot number was provided to integra, no DHR, design specification or design change record will be performed. As products were not returned, no failure analysis could be performed. As failure analysis and DHR review could not be performed, root cause cannot be determined.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
(B)(6) published (2018) "combined subtalar and naviculocuneiform fusion for treating adult acquired flatfoot deformity with medial arch collapse at the level of the naviculocuneiform joint." Background: a challenge in treating acquired flatfoot deformities is the collapse of the medial arch at the level of the naviculocuneiform (nc) joint. Triple fusions, being a treatment option, may lead to problems such as increased foot stiffness. A method was established that combines subtalar (st) fusion with nc fusion while preserving the chopart joint. The radiographic correction, fusion rate, and patient satisfaction with this procedure was analyzed. Methods: 34 feet in 31 patients (female, 23; male, 8; age 67 [45-81] years) were treated with a st and nc joint fusion. In 15 cases, a medial sliding-osteotomy was additionally necessary to fully correct hindfoot valgus. The following radiographic parameters were measured on weightbearing radiographs preoperatively and at 2 years: talo¿first metatarsal angle, talocalcaneal angle, calcaneal pitch, talonavicular coverage angle and calcaneal offset. Fusion was radiologically confirmed. Complications: asymptomatic nonunion - two (2) patients. In one of these cases, the nonunion occurred at the st joint, in the other case at the nc joint. Delayed wound healing - two (2) patients. One of these had a soft tissue infection that needed local operative revision and treatment with antibiotics. Nerve entrapment in the scar tissue - two (2) patients. In one of these patients, a neurolysis was necessary, which was done during hardware removal surgery. Avascular necrosis of the lateral talus - one (1) patient. However, the correction in all 3 planes was successful and both joints showed a solid fusion. Total ankle replacement was performed 1 year after the initial treatment, and further follow-up was uneventful. Conclusion: the data suggest that a combined fusion of the st and nc joint was effective and safe when treating adult acquired flatfoot with collapse of the medial arch at the level of the nc joint. Although the talonavicular joint was not fused, its subluxation was significantly reduced.